Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (lack of information, cause of event is unknown).

Event description:
Films were received and their evaluation was completed. Angiogram images at implant were reviewed. The bifurcated ipsilateral limb was brought up the right side and deployed to the gate; the proximal "e" marker was visible. The contra gate opened to the left side with marker in the correct lateral-left orientation. The ipsilateral limb was fully deployed, followed by an ipsilateral limb which extended approximately 2cm. The proximal markers on the ipsilateral extension were aligned with the contra gate marker. The contra limb was deployed just below the gate markers (approximately 3cm gate overlap), followed by a contra limb which extended approximately 3.5cm. Final angiogram shows no obvious endoleak; the complaint could not be confirmed. The limbs were not crossed and no stent graft issues were seen.

Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that on an unknown date, an unknown endurant stent graft was implanted. During the deployment the ro marker placement of the contralateral gate was off, resulting in unexpected placement of the contralateral stub leg. No further information has been obtained. No clinical sequelae were reported.

Manufacturer narrative:
Method: (films).